Manufacturer narrative:
The complaint of no flow / can't prime / difficult to prime on clave cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined.

Event description:
The event occurred on an unknown date involving a extension set, 17 inch, 0.2 micron filter, clave(tm) y-site, secure lock where it was reported that patients are not receiving their IV fluid administered through medfusion 4000iv pumps using ICU medical tubing. The status of the product at the time of event was during use on a patient. Patients all experienced decreased urine output and low blood glucose levels.